Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose on (B)(6) 2021. The customer stated that the blood glucose was 24 mg/dl at time of incident and later it was 146 mg/dl. Customer treated low blood glucose by taking food. Customer stated that later the blood glucose went high. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer allege that insulin pump was possibly over delivering. Auto mode smart guard feature was active at time of low blood glucose event. The reservoir will not be returned for analysis.